Event description:
The customer reported a motor error alarm during normal use. The customer stated that she exposed the insulin pump to high magnetic fields prior to the alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days, the time clock functioned properly. The insulin pump was unable to prime and we were unable to perform the basic occlusion test due to moisture damage noted in the force sensor.